Event description:
On (B)(6) 2025, the user reported receiving alert code 32 (¿restart ilet¿). The agent guided the user through restarting the device, removing the cartridge, and checking for possible motor or supply issues. The user was unable to rewind the ilet until after restarting it. The user did not have backup therapy or a fingerstick device available. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.